Event description:
There was a report of a malfunction alarm on a pump, with no notable events preceding the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump and was informed to continue using it, with the option to call back if the error reoccurs.